Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer kept trying to push the buttons and the screen just stayed blank. Customer reported that the center button of insulin pump was unresponsive. Customer stated that buttons were responding after replacing new battery. Customer also reported that they did not hear beeping and only felt vibration from insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.